Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device generating heat, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the oscillating saw attachment device generated heat, made an excessive noise, and the labeling had an illegible etch. It was further observed that the device was worn due to a cosmetic damage. It was further determined that the device failed pretest for general condition, marking and labeling and check the oscillation frequency. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.